Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Laboratory analysis summary: the device related to the reported events capsular contracture and crease/folding of implant was received on (B)(6) 2024, with lot number 3631182. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Crease/folding of implant: creases were observed. As per the investigation procedure: wear abrasion, particles and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. And later reported, via rga checklist "any creases". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and later reported via rga checklist "any creases". Device has been explanted.